Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously litigated, patient also alleges hard time walking and carrying out normal daily activities.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 05, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed total hip replacement. On the revision note, it was reported that the patient had a longstanding nonunion of the trochanter with broken cables, however, it was not reported if this was sustained intra or post-operatively during the patient's implantation. The trunnion did not demonstrate wear or corrosion. There was metal staining within the joint from the cables. There were no laboratory values provided. Updated the product part/lot information. This complaint was updated on: jul 17, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On may 3, 2017: litigation received. Litigation alleges that the patient experience severe pain, discomfort and limited mobility.